Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the pt allegedly experienced a post-operative csf leak - rhinorrhea was noted. This was an off label use of the product as it is not indicated for use in endoscopic skull based procedures.